Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via follow up in box that customer received no delivery alarms while attempting to deliver a bolus. Customer's blood glucose was 500 mg/dl and customer went to the emergency room. Customer was educated on how to treat with insulin pump.